Event description:
The patient's family member reported the incident to the suspect device manufacture. Family member stated that the suspect device seems to have read pt's bl0od glucose high. Pt experienced stroke symptoms in 2000. Then, two days later while asleep pt had a stroke. After going to the hospital, a dr determined the stroke was associated with high glucose. Family member gave a result of 214mg/dl that was obtained on the suspect device. A hospital meter read 159mg/dl. A lab draw was also performed and the value was not provided. Hospital treatment was not provided.